Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found the image has white dots and evaluation was found to be due to damage on (charge coupled device) ccd unit. The root cause of the damage in ccd cannot be conclusively identified. Probable cause could be due to electronic/electrical component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection, the image has white dots, damage on ccd unit was noted. There was no patient involvement in this reported event.